Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported during use the device gave an exhalation valve failed message. No patient harm reported.